Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2012. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet, and exercise and denied making any changes to her usual diabetes management routine in response to the reported issue. Approximately a week after the alleged issue occurred, the patient claimed to have developed symptoms of "feeling faint, queasiness, and shakiness" and on (B)(6) 2012, at around 4:00pm, the patient self treated with food/drink in response to the symptoms. The cca was informed by the patient that at an unspecified date and time, the patient tested on another meter (unknown device) and obtained a reading in the "80 smg/dl". At the time of troubleshooting, the cca determined that the batteries did not need replacement. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.